Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one screw for evaluation. Visual evaluation of the as returned device identified the screw with signs of use. Screw tested in-house, no malfunction identified. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error or patient factors. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is (B)(6). A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: tsvtwb8, imp,tsv,4.7,8,mtx,mg, lot number 1243327. E1: initial reporter¿s title is not provided / unknown.

Event description:
Tooth site # 16 lost integration and was removed.it was reported that during maintenance appointment it was observed that prosthetic screw was loose, trying to use manual wrench for the screw, the implant rotate completely. Symptom of the event: pain.